Event description:
During a remote follow up, oversensing of myopotentials was observed on the device. Technical support was contacted and recommended reprogramming to resolve the event. No intervention has been performed. The patient was stable and will continue to be monitored.